Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr), barlow's disease, thin leaflets and a ruptured chordae for a mitraclip procedure. One mitraclip was placed on the a1/p1 (anterior one and posterior one leaflet segments). Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The anterior leaflet also appeared to be torn. A second mitraclip xtw was implanted on the a2/p2 (anterior 2 and posterior 2 leaflet segments) to stabilize the first clip and reduce mr. A third and fourth mitraclip xtw were implanted on the a2/p2 and a3/p3 (anterior 3 and posterior 3 leaflet segments) to further reduce mr. The final mr grade was 2-3. Per the physician the slda was due to the patient's thin and friable leaflets, and the leaflet tear was due to grasping.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient anatomy. The reported tissue injury was due to procedural circumstances. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.